Event description:
Per oos, this system was removed due to infection. On 6/2/2008 this device was returned with oos documentation. System information: linox sd 65/16, MDR 1028232-2008-00645. Lumax 340 dr-t, MDR 1028232-2008-00643. Setrox s 53, MDR 1028232-2008-00644.